Manufacturer narrative:
Concomitant medical products: product ID: tm90t0, serial#: (B)(4), product type: accessory. Product ID: tm90t0, serial#: unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that was receiving hydromorphone (unknown concentration at 299.7 mg/day), clonidine (unknown concentration at 29.97 mcg/day), bupivacaine (unknown concentration at 0.005993 mg/day), droperidol (unknown concentration at 2.997 mg/day), and unknown baclofen (unknown concentration at 7.492 mcg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient said they were having trouble with their smart personal therapy manager, ptm. It was mentioned the issue has been going on for about 2 months. It was noted last week the patient came in with high pain and could not get it to connect to anything. It was later explained the pain was the patient's baseline pain and the pain is due to not being able to get a bolus. The patient noted they turn the phone, turns the communicator on they won't connect if below 85% nothing works, it won't connect. The patient expressed frustration stating sometimes it works quickly, last night they had to try 5-6 times. It was reported the pump was a big bump under the patient's skin which does not move. The patient lays it on top or on the side edge turns it over, the patient tries every which way sometimes it takes 2.5 hours to get it to connect or 10-12 tries. The patient said they leave the communicator and handset plugged in overnight. It was noted that when the communicator was over the pump and the handset was trying to connect it goes to no pump response, it will freeze then got to no pump found try again. During the call the patient tried and the: searching for pump/ no pump response retrieving pump did take a long time. Reviewed each time the patient needs to wait at least 20 seconds before they move the communicator. During the call the patient was successful to connect the ptm told him he had 20 minutes left and the patient said they knew that. The patient was successful to pull his medication doses. No out of box failure was noted. It was further reported the patient got the new communicator and they are still having issues getting the handset/communicator to connect with the pump. Caller states eventually it will usually work but takes several tries. Pss recommended they make attempts in the bathroom instead of in a large room. Pss recommended they discuss with hcp/rep. Caller states they are going in on wed and the rep is always there. Pss reviewed it may be easier to determine the issue in person. Document contained no new information. Additional information received from a consumer reported the issue started gradually into more problems to connect to the pump. Overtime an every 2 months thing became an every time event. Sometimes it took one and a half hours to get it to connect but it never failed to work, it just took a long time. The communicator was replaced and it works better but still takes a while. It was noted the hcp discovered the implanted pump had turned over and that makes communication harder. The patient's weight was noted as (B)(6) lbs. The issue was not resolved.